Event description:
A device was used during an esophageal carcinoma resection. The device fired without incidence. On first post operative day a leakage was noted in the staple line. Eventually there was a leakage of fluid into the lung. Lung function deteriorated and the patient expired.